Event description:
It was reported to boston scientific corporation that a wallflex biliary rx fully covered stent was intended to be implanted within a non-bsc stent, within the bile duct of a patient on (B)(6), 2011. According to the complainant, during the procedure, the user attempted to implant the wallflex stent within a nitti-s biliary stent; however the stent was unable to be fully deployed. The physician attempted to expand the implanted stent with a balloon and re-insert the wallflex stent; however, the stent was unable to be "re-put in". It was reported that the stent was deployed and then removed with a snare. The procedure was successfully completed with a different stent device. There were no patient complications reported as a result of this event. The patient condition post procedure was reported to be good. Despite numerous attempts boston scientific has been unable obtain additional information regarding the circumstances surrounding this event. Should additional relevant details become available a supplemental report will be submitted. Since (B)(6), 2011 the following information has been reported to boston scientific. According to the complainant, the patient had a malignant stenosis. The non-bsc stent (nitti-s stent) was implanted to provide palliative occlusive icteric treatment. As the niti-s biliary stent had become blocked with tumor ingrowth and overgrowth, the wallflex was then attempted to be implanted. Prior to placement, the blocked stent was expanded with a balloon. It was confirmed that the wallflex was able to be advanced into the blocked niti-s biliary stent; however, the wallflex stent was only able to be partially deployed, and was therefore removed using a snare.

Manufacturer narrative:
A visual examination of the returned device found that the distal handle and outer sheath had been fully retracted and the stent had been fully deployed. The clear outer sheath was kinked and accordioned at several locations along the length of the outer sheath. The inner shaft was kinked at 16 mm proximal to the distal tip. Distal stent cover damage was also noted. The damage to the stent cover most probably occurred during removal of the partially deployed stent from the patient and/or during removal of the stent with the snare. No other issues were noted with the device. Based on the condition of the returned device and the evaluation conducted, the most probable root cause of the reported issues is operational context. A review of the manufacturing documentation for this batch found that the device met its material, assembly and product specifications at the time of release to distribution. A review of complaint history for the reported lot number was performed and concluded there were no other complaints reported for this lot. A labeling review was performed, and from the information available this device was used per the directions for use (dfu) / product label.

Event description:
It was reported to boston scientific corporation that a wallflex biliary rx fully covered stent was intended to be implanted within a non-bsc stent, within the bile duct of a patient on (B)(6) 2011. According to the complainant, during the procedure, the user attempted to implant the wallflex stent within a nitti-s biliary stent; however, the stent was unable to be fully deployed. The physician attempted to expand the implanted stent with a balloon and re-insert the wallflex stent; however, the stent was unable to be "re-put in." It was reported that the stent was deployed and then removed with a snare. The procedure was successfully completed with a different stent device. There were no patient complications reported as a result of this event. The patient condition post procedure was reported to be good. Despite numerous attempts boston scientific has been unable obtain additional information regarding the circumstances surrounding this event. Should additional relevant details become available a supplemental report will be submitted. ** since october 24, 2011 the following information has been reported to boston scientific ** according to the complainant, the patient had a malignant stenosis. The non-bsc stent (nitti-s stent) was implanted to provide palliative occlusive icteric treatment. As the niti-s biliary stent had become blocked with tumor ingrowth and overgrowth, the wallflex was then attempted to be implanted. Prior to placement, the blocked stent was expanded with a balloon. It was confirmed that the wallflex was able to be advanced into the blocked niti-s biliary stent; however, the wallflex stent was only able to be partially deployed, and was therefore removed using a snare.

Manufacturer narrative:
(B)(4).

Event description:
It was reported to boston scientific corporation that a wallflex biliary rx fully covered stent was intended to be implanted within a non-bsc stent, within the bile duct of a patient on (B)(6), 2011. According to the complainant, during the procedure, the user attempted to implant the wallflex stent within a niti-s biliary stent; however the stent was unable to be fully deployed. The physician attempted to expand the implanted stent with a balloon and re-insert the wallflex stent; however, the stent was unable to be "re-put in". It was reported that the stent was deployed and then removed with a snare. The procedure was successfully completed with a different stent device. There were no patient complications reported as a result of this event. The patient condition post procedure was reported to be good. Despite numerous attempts boston scientific has been unable obtain additional information regarding the circumstances surrounding this event. Should additional relevant details become available a supplemental report will be submitted.

Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.